Event description:
(B)(4). It was reported that while the ventilator was connected to a patient, it generated a technical error code indicating a power error. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) replaced the dc/dc & standard connectors printed-circuit board (pcb) according the recommendation in the service manual. The ventilator passed all functional and safety tests performed after the repair successfully. The evaluation of the received device logs confirmed that the reported power error occurred once on the date of event. Simulated-use testing of ventilation in the laboratory did not however, confirm the reported issue. The ventilator was successfully started several times, several pre-use checks(puc) tests succeeded and ventilation ran for 7 days without any problems/deviations having been encountered. During stress tests, mechanical pressure on the returned pcb occasionally led to automatic system restarts, but this failure condition did not lead to a power error. Our investigation was unable to reproduce the error condition that occurred as reported by the customer. If an internal power failure at +12v (or -12v) occurs during ventilation, it may lead to stoppage of ventilation, which will generate appropriate alarms. Our conclusion in this matter is, that the reported power error was most likely caused by a defective dc/dc & standard connectors pcb, but the root cause could not be established as the fault condition was not reproduced during laboratory testing during this investigation.

Event description:
(B)(4).